Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, both the t1 & t2 implants deployed at the same time from the 'fast-fix 360' . The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair, both the t1 & t2 implants deployed at the same time from the 'fast-fix 360' . The procedure was completed without surgical delay using a back-up device. No further complications were reported. During investigation it was found that the needle was bent.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 & h6 (medical device problem code). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection showed the device was returned in its original box and pouch which had labels with the batch of the complaint. The t1/t2/suture were not returned. The needle is bent. Actuator is sitting as if fully actuated to the tip. There is debris on the needle. A functional evaluation showed that the actuator is stuck at the tip of the needle due to the bend in the needle. The complaint of simultaneous deployment was not confirmed, and the root cause could not be determined since the suture and anchors were not returned. Factors that could have contributed to the reported event include an unintended second actuation of the device. The failure of a bent needle was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or attempted correction of a damaged device. No containment or corrective actions are recommended at this time.